Event description:
The initial reporter stated they received an (B)(6) result for one patient sample tested with the elecsys hiv combi pt ver. 2 assay on a cobas e 411 immunoassay analyzer. No (B)(6) results were reported outside of the laboratory. (B)(6). (B)(4).

Manufacturer narrative:
The calibration performed on (B)(6) 2021 was within expected ranges. Data was provided for only one level of control (positive) on the day of the event and this was within range. Control data showed the other control level (B)(6) to be within range on (B)(6) 2021. The values measured by the customer were around the assay cutoff value of (B)(6). There was no sample remaining for investigation. The investigation could not identify a product problem. The cause of the event could not be determined. False results may occur based on assay specificity/sensitivity.